Event description:
I had to have bi-lateral mars MRI's done on my hips. I squeezed the emergency button during this procedure on multiple times telling the tech I was feeling like I was on fire inside. She assured me this was normal. I still feel as though my hips and lower back are burned inside my body. The heat was unbelievable. I was in there for almost two hours. I cannot tell you how much pain I am in because of this procedure. Something has got to be done about this. I saw my pchp today without resolution. At (B)(6). FDA safety report ID# (B)(4).